Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to challenging patient¿s anatomy (enlarged atrium and rotated heart). The reported poor image resolution was difficult to visualize the clip due to rotated heart and enlarged atrium. The reported expulsion associated with complete clip detachment (ccd) was cascading effects of the reported slda. The reported patient effects of embolism/embolus and mitral regurgitation (mr) are known possible complication associated with mitraclip procedures. Based on available information, the reported embolism/embolus resulting in mr was cascading effects of expulsion. The reported foreign body in patient was due to the embolism. The reported hospitalization, unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. In addition, this complaint was reviewed by a clinical engineer. The reviewer stated that ¿two (2) fluoroscopic still images were provided. Both images appear to be taken of the patient's pelvic region as indicated by the presence of the l4/l5 vertebrae, sacrum, and right iliac crest. In both images, a single clip can be visualized and is presumably the second implanted clip in which an slda occurred post deployment during the procedure, and a full clip detachment observed 15 days post procedure. The images provided confirm that a complete clip detachment (ccd) from both leaflets occurred and the clip traveled to the iliac artery, as reported. The clip itself appears to be intact with no apparent damage or abnormalities. The clip arms appear to be closed to ~10 - 20 degrees which aligns with the instructions for use in which the clip is closed to a "v" shape prior to deployment; it should be noted that this is an estimation based on visual assessment with the naked eye and the clip arm angle cannot be confirmed. No other information or assessments regarding the state of the clip can be obtained from the cine provided.¿h1: report type is serious injury.

Event description:
Subsequent to the previously filed report, additional information was received:on 18oct2022, additional mitraclip procedure was performed due to clip embolization. One clip was implanted with no reported issue, reducing the mr from grade 4 to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) appears to be related to challenging patient¿s anatomy (enlarged atrium and rotated heart). The reported poor image resolution was difficult to visualize the clip due to rotated heart and enlarged atrium. The reported expulsion associated with complete clip detachment (ccd) was cascading effects of the reported slda. The reported patient effects of embolism/embolus and mitral valve insufficiency/ regurgitation (mr) are known possible complication associated with mitraclip procedures. Based on available information, the reported embolism/embolus resulting in mr was cascading effects of expulsion. The reported foreign body in patient was due to the embolism. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2022, a mitraclip procedure was performed for grade 4+ functional mitral regurgitation (mr) with an enlarged atrium and rotated heart. The first clip was implanted with no reported issue. After deployment of the second clip, the clip detached from the posterior leaflet, resulting in a single leaflet device attachment (slda). There was no leaflet damage reported. Imaging was difficult due to the rotated heart and enlarged atrium. Mr was reduced to grade 2 and the procedure was complete. On (B)(6) 2022, the second clip, that previously detached from the posterior leaflet, detached from the anterior leaflet, embolizing to the iliac artery. Mr had increased. The hospital planned to decide if surgery or using a snare to remove the clip will be the best option for the patient. No additional information was provided.